Event description:
Patient revised for osteolysis, polyethylene wear of patella and insert, loosening of femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not verify of draw any conclusions about the reported device loosening without the device to examine. Provided information stated patient trauma (fall) was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.